Event description:
It was reported that the patient's battery site was red and swollen. As a result, surgical intervention occurred wherein the doctor found serosanguinous fluid that was no harm to patient. Physician decided to explant the entire system to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.